Manufacturer narrative:
The MFR's service rep performed an onsite investigation. The video output connector was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the video card was not working. No pt injury was reported.